Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The tw complaint history review was completed and it was confirmed that multiple complaints were received with similar serial (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Sn (B)(4) npi. Matt had a syringe 8110 it did not recognize bd 60cc syringe. When he loads the bd 60 cc syringe, it only gives an option "ivac 50cc" syringe to select. He had another 8110 syringe module on the same pcu and the same syringe, it gives him 4 choices to select. I told him to perform calibration the syringe module.